Event description:
It was reported a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Post deployment, an effusion check was performed to discover a pericardial effusion occurred. No interventions were performed and the effusion successfully resolved on its own. The cause of the effusion is unknown. Patient is stable and has been discharged home.